Manufacturer narrative:
Updated image review: only one intra procedural fluoroscopic image was provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 75.3mm with a perimeter derived diameter of 24mm suggesting a 29mm evolut. Sinuses of valsalva heights measured within recommended ranges; however, sinuses of valsalva diameters measured less than the recommended 29 mm. However, it was documented that a 26mm evolut was implanted instead. Of note, the left sinus of valsalva diameter measured less than the recommended 27mm for the 26mm evolut. The image provided shows a fluoroscopy valve load inspection confirming a good load, and evidence of a pre-valve implant percutaneous coronary artery intervention (pci). Post implant images were not provided for review thus it is not possible to make a conclusion based on the information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted into the native ring. The "da" coronary artery means the left anterior descending coronary artery. The stent was non-medtronic. Thrombus caused the coronary artery occlusion and per the physician, the valve did not cause occlusion. It was reported that heparin was administered during the procedure. The patient's activated clotting time (act) levels were monitored every 60 minutes and were above 250 throughout the case. Per the physician, the cause of death was cardiopulmonary arrest. The patient was elderly with multiple comorbidities that contributed to the patient death.

Manufacturer narrative:
Image review: only one intra procedural fluoroscopic image was provided for review. Patient¿s executive summary was not provided for anatomical review. The image provided shows a fluoroscopy valve load inspection confirming a good load, and evidence of a pre valve implant percutaneous coronary artery intervention (pci). It is not possible to make a conclusion based on the information provided thus this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pigtail diagnostic catheter was inserted in cusp overlay view in the non-coronary cusp (ncc) sinus revealing two lesions in the "da" coronary artery. The implanting team decided to treat the lesions before implanting the valve. After placing the stent, antiplatelet therapy was administered as they were not started before placing the stent. The valve was implanted via direct femoral artery. After the valve implant, the team was unsure whether to remove or implant the stent. It was decided to remove the stent and noticed that the cusp was very close to the coronary artery reducing flow with a slight hemodynamic decrease. The left coronary artery was catheterized again and the stent was released in the trunk with improvement in the patient and the procedure was completed. A few minutes later, the anesthesiologist notified the implanting team that the patient had low blood pressure and changes in electrocardiogram (ECG). It was found that the stent in the trunk was occluded. Cardiopulmonary resuscitation (CPR) was initiated along with cardiogenic shock maneuvers and the implanting team catheterized the coronary artery after dilating the stent without success. In the final imaging, the left and right coronary arteries were found to be occluded. The patient died after 50 minutes of CPR.